Manufacturer narrative:
Date of event: (B)(6) 2013. Placeholder.

Event description:
The clinic reported that a laser vision correction patient who underwent a flap lift enhancement presented with an epi ingrowth in the right eye at the one week post-op exam. The patient's visual acuity was 20/40 in the right eye. The epi ingrowth was reported as resolved approximately a week after diagnosis.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support all pertinent information available to amo has been submitted.